Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a serious blood glucose excursion and was hospitalized in the intensive care unit. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the patient being hospitalized while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission: 13-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: the complaint regarding inaccurate delivery and ER treatment was reported on 7/5/2015. According to the pump history the pump was in use until (B)(6) 2018. Therefore all pump history has been overwritten for time of complaint. The current delivery history total daily dose indicated the pump was delivering the programmed basal rate. Unrelated to the original complaint, the battery compartment was observed to be cracked.